Event description:
This is filed to report a leak. It was reported that during preparation of the steerable guide catheter (sgc), the hemostasis valve was observed to be defective. The hemostasis valve was not closing properly. The device would not hold fluid column. There was no patient involvement. The procedure was completed with a new sgc. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause of the leak/ splash (loss of fluid column during prep) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.